Event description:
During the process of rbc prime, the machine alarmed three times for rbc pump alarm. Following manufacturer's recommendation for troubleshooting, machine required three re-purge procedures in order to establish bowl optic sensor at 150.